Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary evaluation summary (B)(4): the generator was analyzed and one side bail cover and the battery drawer were found to be broken and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned for routine calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.